Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that blood glucose level was 98 mg/dl when going to bed the night before and in the morning she was high in the 400 mg/dl range. The customer stated that basal rates were not being delivered and the insulin pump did not alarm. She has been treated with bolus. She disconnected the insulin pump without suspending and did not see insulin coming out. The call got disconnected. Customer was called back but could not be reached.